Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the stone was not broken and the basket was broken. The procedure was completed with a non-bsc device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h2: block h6 imdrf device code has been updated based on the additional information provided. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the device returned with the sheath detached which doesn't allow the basket to open. Also, the side car rx was pushed back. The reported event was confirmed. Based on the available information, the investigation findings most likely happened as a result of the force applied to the thumb ring when attempting to crush the stone. It was seen on the device analysis that the sheath was detached from the working length, this most likely happened as a result of the pressure applied when trying to crush the stone. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the stone was not broken and the basket was broken. The procedure was completed with a non-bsc device. There were no reported patient complications as a result of this event. Additional information received on november 26, 2024 clarification of the event received stating that the basket could not open. There was no stone inside the basket when the basket failed to open.